Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending. E1: initial reporter information received by (B)(6).

Event description:
Event occurred regarding where they reported that the valves of a tego¿ connector did not collapse but air entered the lines once the lines were removed during patient's post-dilution hemodiafiltration (hdf) treatments. The following were administered: lovenox and neorecormon. The disinfectants used on the valves were: biseptine chlorhexidine gluconate 0.25g / 100 ml, benzalkonium chloride 0.025g / 100 ml and benzyl alcohol 4ml / 100 ml solution for skin application. There was no defect observed on the device. The patient was not affected by a bloodborne disease, the patient was not impacted by the incident as the medical staff intervened immediately to replace the valve. There was no blood loss, no serious injury/death, no exposure to any chemotherapy, no delay in the treatment, and no medical treatment nor surgery intervention was required. The tego was changed with another tego from a different lot and no further issues were encountered.

Manufacturer narrative:
One used tego¿ connector, appx 0.05 ml was returned for evaluation on (B)(6) 2025. As received no significant damage or anomalies were observed on the samples, no mating device was returned for evaluation. The tego was leak and vacuum tested and passed all the test. Complaint of product incorporate / allow air cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complain.